Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopic gastric bypass, lysis adhesions on (B)(6) 2007 due to morbid obesity, multiple adhesions from previous hysterectomy and appendectomy. It was reported that patient underwent esophagogastroduodenscopy and attempt balloon dilatation of the gastrojejunostomy on (B)(6) 2007 & (B)(6) 2007 due to nausea and vomiting, possible stricture of the gastrojejnostomy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence and bladder prolapse. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion.

Manufacturer narrative:
.